Event description:
No issues were reported regarding the patient. Requested customer send patient information. The centrimag console and motor appeared to be functioning properly without issues.

Manufacturer narrative:
Section d4: primary UDI corrected. Section d4: expiration date was added erroneously. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of the motor speed and flow readings dropping to zero was confirmed via analysis of the log file; however, the reported event could not be reproduced during testing of the returned centrimag console. A log file was downloaded from the returned centrimag console, and data from the reported event date of 25jun2024 was reviewed. The log file captured an atypical system shutdown event at 07:53:41; however, it does not appear as the atypical event caused the console to power off. Following the atypical system shutdown event, at 07:53:45 the motor speed was observed to have a dropped to a speed of 0 rpm with a flow of approximately 0.02 lpm, which resulted in motor and flow alarms. The system was then observed to have been fully shutdown at 08:03:04. No other notable alarms were observed. The returned centrimag console (serial number: (B)(6)) was evaluated by service depot alongside known working test centrimag equipment for several days without any issues or atypical alarms produced. The console was functionally tested, and no issues were observed. The serviced and tested unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The centrimag console was shipped to the customer on (B)(6) 2017. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor, and flow related alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. M) section 9.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that extracorporeal membrane oxygenation (ECMO) specialist called the heartline after what they described as a centrimag pump stop on a patient. The specialist, along with an intensive care unit (ICU) critical care provider stated that without any intervention the centrimag system stopped running. They rapidly switched to a backup system and resumed support. They estimated that the system was not flowing for 30 - 45 seconds before they were able to resume support. The centrimag console system was plugged into a power strip that was plugged into a red hospital emergency outlet when this occurred. The heater/cooler was not plugged into the same power strip. The system shutdown initiated at 07:53:41 seconds and was then followed by several other alarms including flow below minimum, flow signal interrupted, motor disconnected, and alarms associated with the switch to the backup system.